Event description:
It was reported that the patient had an infection at the pocket site following an implant procedure. Signs and symptoms of fever and swelling were noted. The physician believed that the infection was device related and was not procedure related. The patient was placed on antibiotics and underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted devices were not returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7129678/7132746